Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. B53036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. Concurrent conditions included vaginal itching, cystocele, rectocele, stress urinary incontinence, nabothian cyst and uterine prolapse. Concomitant products included nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological injury: mental anguish"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergy: other") and vaginal discharge ("bladder/urinary problems:vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,unilateral oophorectomy - right side). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, hypersensitivity, vaginal infection and vaginal discharge had resolved and the anxiety, vaginal haemorrhage, menorrhagia, depression, female sexual dysfunction, dysmenorrhoea and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2008 and (B)(6) 2014. She received treatment for psychological injury, vaginal infection and vaginal discharge. Discrepancy noted date of insertion previously reported as (B)(6) 2008 now it is reported (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: (as per pfs): total bilateral occlusion. (As per mr): there are coils seen in the fallopian lubes. After contrast injection there is no filling of the tubes or spillage into the pelvic cavity. Tubes appear blocked. Ultrasound scan vagina - on (B)(6) 2016: simple cyst both ovaries likely follicles. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records :vaginal discharge, vaginal infection, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs&mr received. Lot number added, new events abnormal bleeding (vaginal, menorrhagia), depression, apareunia, dysmenorrhea, fatigue were added. Event psychological injury updated with mental anguish. Lab data was added. Concomitant conditions, concomitant drugs, reporter information, patient demographics was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. B53036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. Concurrent conditions included vaginal itching, cystocele, rectocele, stress urinary incontinence, nabothian cyst and uterine prolapse. Concomitant products included nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological injury: mental anguish"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergy: other") and vaginal discharge ("bladder/urinary problems:vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,unilateral oopherectomy - right side). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, hypersensitivity, vaginal infection and vaginal discharge had resolved and the anxiety, vaginal haemorrhage, menorrhagia, depression, female sexual dysfunction, dysmenorrhoea and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2008 and (B)(6) 2014. She received treatment for psychological injury, vaginal infection and vaginal discharge. Discrepancy noted date of insertion previously reported as (B)(6) 2008 now it is reported (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: (as per pfs): total bilateral occlusion. (As per mr): there are coils seen in the fallopian lubes. After contrast injection there is no filling of the tubes or spillage into the pelvic cavity. Tubes appear blocked. Ultrasound scan vagina - on (B)(6) 2016: simple cyst both ovaries likely follicles. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records :vaginal discharge, vaginal infection, dyspareunia. Batch no : b53036 production date : 2013-07-17 expiration date : 2016-07-31 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure (batch no. B53036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. Concurrent conditions included vaginal itching, cystocele, rectocele, stress urinary incontinence, nabothian cyst and uterine prolapse. Concomitant products included nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological injury: mental anguish"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression/psych injury"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy: other"), vaginal discharge ("bladder/urinary problems:vaginal discharge"), dermatitis allergic ("rash/skin condition"), autoimmune disorder ("autoimmune disorder"), urinary tract infection ("uti"), vulvovaginal candidiasis ("candida vaginosis") and post procedural complication ("post removal complications: yes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,unilateral oophorectomy - right side). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, hypersensitivity, vaginal infection, vaginal discharge, dermatitis allergic, urinary tract infection and vulvovaginal candidiasis had resolved and the anxiety, vaginal haemorrhage, menorrhagia, depression, female sexual dysfunction, dysmenorrhoea, fatigue, autoimmune disorder and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, dermatitis allergic, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, post procedural complication, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2008 and (B)(6) 2014. She received treatment for psychological injury, vaginal infection and vaginal discharge. Discrepancy noted date of insertion previously reported as (B)(6) 2008 now it is reported (B)(6) 2014. Treatment received for autoimmune disorder,uti, candida vaginosis, rash/skin condition, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: (as per pfs): total bilateral occlusion. (As per mr): there are coils seen in the fallopian lubes. After contrast injection there is no filling of the tubes or spillage into the pelvic cavity. Tubes appear blocked. Ultrasound scan vagina - on (B)(6) 2016: simple cyst both ovaries likely follicles. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records :vaginal discharge, vaginal infection, dyspareunia. Batch no : b53036 production date : 2013-07-17, expiration date : 2016-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received. New events added: post removal complications, uti, candida vaginosis, rash/skin condition, autoimmune disorder. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergy: other"), psychological trauma ("psychological injury"), vaginal infection ("bladder/urinary problems: vaginal infection") and vaginal discharge ("bladder/urinary problems:vaginal discharge"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, hypersensitivity, vaginal infection and vaginal discharge had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, hypersensitivity, pelvic pain, psychological trauma, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2008 and (B)(6) 2014. She received treatment for psychological injury, vaginal infection and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: result: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Product indication updated. Essure explant date added. Events added general abnormal bleeding, abdominal pain, allergy: other, psychological injury, bladder/urinary problems: vaginal infection and vaginal discharge were added. Event outcome updated for: physical pain/pelvic pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.